Event description:
During a patient use event, the user is reporting the device repeatedly gave the "analyzing" and "analysis interrupted" voice prompts. The pads were confirmed to be properly placed by the user. Another device, an xl, was attached to the same pads. The patient survived the event but died the next day.

Manufacturer narrative:
(B)(4).